Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated that the qc was out of range. The field service engineer found that the reference electrode was due to be replaced. He replaced the reference electrode. He then performed ise checks and precision studies, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 118 mmol/l. Repeat result: 140 mmol/l. The initial result of 118 mmol/l was deemed to be correct.